Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement and damage were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat the distal, mid and proximal left anterior descending artery with multiple stents. After successful placement of the first xience alpine stent, the 3.0 x 33 mm xience alpine was being prepped for use. The technician was in the process of removing the stent delivery system from the hoop when the physician took it from her and completed the removal from the hoop himself. The stylet was removed at an angle which elongated/stretched and dislodged the stent implant from the balloon. The device could not be used on the patient. Another 3.0 x 33 mm xience alpine was used on the patient without further issue. There was no clinically significant delay in the procedure reported. No additional information was provided.